Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.

Event description:
It was reported during a valgus osteotomy procedure the surgeon began the reaming process. As he was removing the reamer and reamer head after the first pass, the reamer head and the tip of the flexible shaft broke into little pieces at the entrance point. All pieces were removed from the pt as verified on fluoroscope. Surgeon used another flexible shaft and reamer head to complete the procedure. This is report 2 of 2 for the same event.